Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the insulin pump¿s locked up was on and was unresponsive for a few seconds and went into a self-restart and slight wear and tear on battery cap. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with stripped battery cap coin slot.